Manufacturer narrative:
A revision was performed and the ICD was successfully replaced. Both leads were capped and replaced as well. The ICD is expected to be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Event description:
The ICD was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Microscopic inspections of the seal plugs found them to be intact. All setscrews moved freely and without issue. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the field observations of noise and oversensing. This device met all specifications.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded episodes due to noise oversensing on a competitor's right ventricular (rv) lead. In addition there was noise observed on the shock channel of the implanted defibrillation lead. No adverse patient effects were reported.